Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event occurred on an unknown date involving a 120" (305 cm) appx 15.8 ml, 15 drop admin set w/3 clave¿ clear, nanoclave¿ stopcock, 2 check valves, spin luer, 2 ext where the reporter stated that the custom anesthesia set where the line primes fine and will administer fluid, suddenly stopped working 1-2 hours in. It was very problematic as they have to pause patient care and change out the line, causing a pause in fluid delivery (which if anesthesia drugs are currently being administered could cause a major issue). There was patient involvement reported but unknown patient harm.

Manufacturer narrative:
Received two (2) used. List #ac135, 120" (305 cm) appx 15.8 ml, 15 drop admin set w/3 clave¿ clear, nanoclave¿ stopcock, 2 check valves, spin luer, 2 ext; lot #14082766. No visual damages or anomalies were observed. The reported complaint of no flow could not be confirmed. The returned samples were primed and leak-checked and met product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.